Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 6/26/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve dislodged while introducing the dilator resulting in a minor bleed. The product was not broken, the user acknowledged that by not inserting the dilator straight into the center of the sheath¿s valve may have caused damage to the valve. The sheath was being used on the patient at the time of the incident. Air did not enter the patient¿s body and no surgical or medical intervention was required. Patient hemodynamics were not compromised, and the exact volume was unknown, minimal bleeding observed by user. The customer was satisfied with the outcome of the procedure which was successful. There were no adverse consequences to the patient. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve dislodged while introducing the dilator resulting in a minor bleed. The product was not broken, the user acknowledged that by not inserting the dilator straight into the center of the sheath¿s valve may have caused damage to the valve. The sheath was being used on the patient at the time of the incident. Air did not enter the patient¿s body and no surgical or medical intervention was required. Patient hemodynamics were not compromised, and the exact volume was unknown, minimal bleeding observed by user. The customer was satisfied with the outcome of the procedure which was successful. There were no adverse consequences to the patient. The device evaluation was completed on 20-jul-2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface has shown evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).